Manufacturer narrative:
(B)(4). The reported complaint of a rate change was confirmed. A review of the limited information contained in the pump module's event log indicates that the module was initially programmed to infuse at a flow rate of 0.1 ml/hr at 1:51 pm on (B)(6) 2013. According to the log, the rate was later increased to 0.2 ml/hr and was running at that rate when it was changed to 1.0 ml/hr at 7:07 pm. Five minutes later, the rate was changed back to 0.2 ml/hr and then increased to 2.0 ml/hr at 10:52 pm that evening. The module then ran until 11:32 pm when it alarmed for infusion complete-kvo. The rate was then changed back to 0.2 ml/hr and the infusion continued until 6:20 am the following day with no additional rate changes. Specific details such as the drug name and concentrations cannot be determined from the pump module event log since this information would be contained in the associated pcu event log which was not returned. Visual inspection was performed and no anomalies were noted. Functional testing on the pump module found it to be delivering fluid within specifications. The root cause of the customer's experience was determined to be due to users programming change. No device malfunction is believed to have occurred.

Event description:
The customer reported the rate for a midazolam infusion changed. Midazolam was programmed at 0.2 mg/hr. During a check at 22:45, the rate was found at 2 mg/hr. The tubing was discarded. There was no pt harm or medical intervention. The customer stated that no further pt or event information is available.